Event description:
The family of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported encountering a power on reset (por) message on the patient programmer (pp). The family member stated that they were not sure if therapy was working so they checked the therapy setting using the pp and saw the por warning. The patient has been "in and out of the hospital for the last six weeks" due to an unrelated open heart surgery. The family member was advised to contact the patient's healthcare provider to have the por message cleared. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.